Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation, it was observed that the right-ventricular (rv) lead exhibited crosstalk over-sensing. As a resolution the rv lead was capped and replaced on (B)(6) 2024. Patient condition was stable.